Event description:
It was reported by the aci distributor that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2012. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the deployer selected the mynx vascular closure device 6f/7f to close the access site. It was reported that the patient experienced an allergic reaction (local) in the groin. The patient had a mass at the site (size unknown) and experienced discomfort at the site 24 hours post procedure. The date of the patient's discharge is unknown. It was reported that the patient was referred by her general practitioner to a local hospital and discharged the same day (results unknown) on (B)(6) 2012, the patient presented to the physician's office. The patient was admitted to the hospital that day. A "secondary infection with redness at the groin and pubic area" was reported. It was also reported that the access site swelled to approximately 5cm x 2.5cm in size. The patient was administered IV lincomycin and bactrim (orally). The physician consulted with an immunologist (date unknown) who stated it was unlikely an allergic reaction to peg. The patient is reported to have had an allergic reaction to contrast. Excerpt from a letter sent by the physician to the (B)(4) distributor: on (B)(6) 2012, the vascular surgeon (vs) operated on the female patient. He found it to be an abscess cavity. This was separate to and superficial to the cfa which has healed. The peg was still intact and un-dissolved. This was explanted. The sample was sent for pathology and micro. The cavity was drained and packed. Patient has had previous hernia repair proximal to the site. When asked if this could be an allergy, the vs said "no, it was an infection".

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1125901) indicated that the device lot met all established performance criteria prior to shipment.